Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): failure to follow steps. Per the instructions for use: do not deploy the foot unless brisk pulsatile flow of blood is evident from the marker lumen. (B)(4). The device was not returned for analysis. The investigation determined the reported difficulties and additional treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7f sheath after an interventional procedure for peripheral artery occlusive disease. Reportedly, prior to proglide deployment, no bleedback was observed from the marker lumen. After harvesting the suture, the whole proglide suture came out of the patient. The physician stated the proglide foot was deployed in the tissue between skin level and vessel, not in the common femoral artery. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.